Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is not operational.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11 corrected fields: b5, d5, h6(health effect ¿ clinical code, health effect ¿ impact codes) a getinge field service engineer (fse) evaluated and replaced (d670-00-0736) pcb, color video receiver. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is not operational. There was no patient involvement.